Manufacturer narrative:
Internal complaint reference: case-2020-00022680-1. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: ¿slowly retract the needle out of the meniscus, keeping the needle within arthroscopic view. For allograft transplantation insert the needle approximately 4¿5 mm from t1 and puncture the needle into the outer meniscal fragment to the preset depth. ¿ push the slider all the way forward to deploy t2. A click should be heard. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during knee surgery for meniscus buckle handle tears. When using the 2nd fast fix, the 2nd anchor slipped out from the implantation site, before cutting the suture. For the rest of the 3 pieces of fastfix, all went well. Total he used 4 pieces of fastfix curced needles. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.